Event description:
A customer contacted a baxter clinical manager to report an issue with one clearlink duo-vent c-flo set10 dpm duo-vent primary set. This set was being connected to a secondary set and was observed to experience simultaneous flow. After disconnecting and swabbing the y-site, both solutions infused properly. There was no patient injury or adverse event in association with this report, though delivery was delayed about 30 minutes. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.